Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed repeat alert 38 with consecutive stalled motor alarms that persisted despite multiple restarts, and the device was replaced; the patient transitioned to manual injections and was advised on shutdown procedures and data handling. Symptoms included hyperglycemia up to 325 mg/dl without loss of consciousness, diabetic ketoacidosis, or other acute sequelae. Outcomes included temporary disruption of automated insulin delivery requiring back-up therapy, with continued cgm monitoring via the dexcom app or receiver. Investigation included collection of event history and user troubleshooting with education regarding shutdown, data sync, return logistics, and replacement. Investigation of this case revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.